Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient is tired of having bowel movements using pads and depends, and having to get the bathroom urgently. They tried to sync with the ins but keep seeing poor communication message. Patient can still feel stimulation sensation at times. Patient saw their healthcare professional (hcp) and they said it may be a dead battery but that they could not do anything and told patient to call the manufacturer. The patient also mentioned they can feel a huge bulge where the ins is located and there is a possibility that the ins flipped following an unrelated surgery. Patient was not sure if it is even in the pocket anymore. Patient could not recall exactly but thinks a hcp told them it was flipped after one of their unrelated surgeries. It was reviewed role of hcps. Recommended patient follow up with managing hcp to schedule follow up with manufacturer representative (rep) for possible device status check. An email was sent to the rep as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They called back and repeated same information. Patient stated they have not heard back from rep yet. Another email was sent to the rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the cause of poor communication was determined. The battery was dead. They got the device in (B)(6) 2014 and was never told it 'd last (battery) only 3-5 years. So all the years of their incontinence were due to dead battery. They never synced the programmer to change to a different program or they would have noticed that the battery was dead years ago. The patient stated it was their mistake. The flipped neurostimulator will be removed when the new one is implanted. The cause of the flipped was not determined. The device will be removed on (B)(6) 2022. The reported issue was not yet resolved.